Manufacturer narrative:
Final test verification specifications are acceptable per document number (B)(4). No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The investigation is ongoing.

Event description:
One day after receiving a thermage treatment the patient noticed a small burn on the forehead. The patient received 1150 reps at 3.5 energy level. No system errors occurred. Nothing out of the ordinary was observed. The tip was inspected before use and after each new pass. 50-60 pulses. The doctor explained this is a rare complication that can occur and that her skin will be fine. The patient understood and is not complaining.

Manufacturer narrative:
The data card and treatment tip were not available for evaluation. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. It is the responsibility of the customer to provide access to these items. Based on the available information, no causal factor can be determined, and no conclusion can be drawn. The customer reported the patient¿s injuries will not result in any permanent damage or scarring. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable per document number (B)(4). No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Corrective action is not necessary. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Trending will be performed to monitor this issue. No further action is required at this time. Complaint type identified within risk analysis and performing within anticipated rate. The investigation is complete.